Event description:
Hill-rom received a report from the account stating that the brakes were not holding. The bed was located in the cage area at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The tech found the brake casters were the issue. A search of the hill- rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performs preventative maintenance on its beds. The tech replaced the brake casters to resolve the issue. Based on this info, no further action is required.